Manufacturer narrative:
Investigation: no samples neither pictures have been received for investigation. DHR of lot 1703076p has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. The ten retained samples are filled with water and blue colorant (for easy visibility) not observing any leakage. When syringes are filled, the air from the dead space of the tip goes into the syringe. This air must be expelled before use, adjusting the filling. Once adjustment has been done no air can be observed inside the syringes. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process: visual inspection. Printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet. According to results, no manufacturing defect has been found in the syringes, so the root cause cannot be determined.

Manufacturer narrative:
The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 1ml insulin syringe with 30g 1/2" needle draws in air causing the insulin to leak. There was no report of exposure, injury or medical interventions.